Manufacturer narrative:
Analysis of the lead revealed melted spots on both the svc and rv coils. This damage is consistent with a direct short between the coils.

Event description:
Patient presented at follow-up with one alert for hv lead impedance too low, and one alert for possible output circuit damage. The lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.